Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was tested during an office visit on (B)(6) 1994 and lead test results revealed high impedance (dc dc ¿ 7). No patient adverse events were reported. No known surgical interventions have occurred to date.